Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified low values while wearing the adc freestyle libre 2 sensor. As a result, a blood glucose test of "14" was obtained on the built-in meter and the customer experienced unspecified hypoglycemic symptoms and had a seizure and a loss of consciousness. The customer was brought to the hospital and provided glucagon (route unknown) for a diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury.